Event description:
The manufacturer's representative reported the patient was seen in the emergency room twice with complaints of withdrawal symptoms. In 2006, admission, the manufacturer's representative assessed the patient was due for a pump refill as the patient was complaining of spasms in the legs, pruritis, but no fever. The pump was interrogated and the one ml of drug remaining was removed. The patient had been receiving compounded baclofen 1000mcg/ml and was refilled with lioresal 2000mcg/ml that was diluted to 1000mcg/ml. No device settings were changed. The patient is reported to have recovered without sequela.